Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown liner. Cat # unk, lot # unk, description: unknown screws. Cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient's left hip was revised due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of the unknown items that were listed: cat. No.: 623-00-40e; trident 0 deg insert 40mm; lot code: mjk9ld, cat. No.: 6260-9-240; v40 cocr lfit head 40mm/+4; lot code: mht8l3, cat. No.: 2080-0030; gap plate screws; lot code: mjk20w, cat. No.: 2080-0020; gap plate screws; lot code: mhnpav, cat. No.: 2080-0020; gap plate screws; lot code: mjdejw, cat. No.: 2080-0030; gap plate screws; lot code: mjh710. An event regarding acetabular loosening involving a tritanium revision acetabular was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by consulting clinician indicated "no determination can be made for the apparent failure of fixation of the acetabular component in this case. The fact that it was initially seated on hydroset bone substitute would be a likely cause of compromised bony ingrowth. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: review of the medical records by the consulting clinican indicated "no determination can be made for the apparent failure of fixation of the acetabular component in this case. The fact that it was initially seated on hydroset bone substitute would be a likely cause of compromised bony ingrowth. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Additional information such as the reported device, revision operative reports, x-rays and progress notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
Patient's left hip was revised due to pain.